Manufacturer narrative:
As reported, the patient was treated with a ventralight st w/ echo 2 ps. Post implant of the mesh, an x-ray was completed, and "they are noting a perfect circle that is bright like a wire on their imaging." Imaging would indicate the echo 2 ps was left in the patient post implant of the ventralight st mesh. The echo 2 positioning system, which includes the nitinol deployment frame, is intended solely to facilitate placement of the mesh and is required to be removed following positioning and fixation. Based on the provided information, the patient's reported pain is most likely attributable to the retained echo 2 positioning system component left in vivo during the procedure. This event is determined to be use-related, as the device did not malfunction and the instructions-for-use instructions regarding removal of the positioning system were not followed. A review of manufacturing records could not be performed as the lot number was not provided. The instructions-for-use supplied with the device adequately describe the proper technique for removal of echo 2 positioning system frame. The warning section states, "ventralight st mesh is the only permanent implant component of the device. The echo 2 positioning system (which includes deployment frame, center hoisting suture and all connectors) must be removed from the patient and appropriately discarded. It is not part of the permanent implant." Note, the date of event ((B)(6) 2025) is considered to be a best estimate. Note: this report is submitted beyond 30-days due to an oversight during processing. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was treated with a ventralight st w/ echo 2 ps. Post implant of the mesh, an x-ray was completed, and "they are noting a perfect circle that is bright like a wire on their imaging. There are no fixations noted around the edge of the mesh." Reportedly, the patient is experiencing pain at the implant site and "has been back to the clinic twice due to the pain."